Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was implanted on (B)(6) 2011. Post operative status declined and the patient experienced impaired sensation and weakness of lower body/legs. The patient was taken back to the operating room on (B)(6) 2011 for explant of the entire spinal stimulation system. As of the date of the report and last physician update, the patient was still in hospital and being monitored.